Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on battery behavior and best practices, informed patient¿s mother about availability of travel loaner for upcoming holidays, sent follow-up email with necessary information, and advised caller to monitor system and call back if issue persisted.